Event description:
It was reported that the patient received inappropriate therapy from a competitor's device. Fluoroscopy revealed that the insulation was breached and the wires were exposed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasions between 36.1cm adn 38.9cm from the header tip. The etfe coating of the ring electrode was damaged which could cause an electrical problem leading to inappropriate shocks. The damage was consistent with friction to the ICD can. The lead was also crushed at 28.5cm to 29.3 cm due to clavicle crush. Multiple inside-out abrasions were noted near the header tip.